Manufacturer narrative:
Due to the lack of material for evaluation, no verification of the allegation can be completed and no definitive root cause of the failure can be determined. Vyaire has reached out to the reporting facility, and per response, this incident occurred on an offsite facility. The reporting customer has reached out and did not get a response. They believe the suspect product was most likely disposed of.

Event description:
It was reported to vyaire medical via medwatch that a pediatric patient was being transported via aircraft. The ventilator was not set-up prior to landing due to short notice, and the ventilator tubing was removed from the pediatric bag to set up for use on the patient. The circuit was placed on the patient and an error message appeared on the ventilator. The patient's blood oxygen level dropped, and the patient was removed from the ventilator and manually ventilated. The patient's blood oxygen level went back up to 100% and there was no patient harm. The crew member noticed that one of the sampling lines that is molded into the tubing had a fracture at the 90 degree attachment point.